Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. A new cartridge was loaded with 300 units and after the delivery of 50 units, the insulin gauge decreased to 9 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.